Event description:
The customer reported an intermittent audio issue which could prevent the delivery of treatment if alarming could not be heard during monitoring with the device.

Manufacturer narrative:
The unit was evaluated by philips, and the audio symptom was verified. Replacing the processor pca resolved the issue.